Manufacturer narrative:
One device was returned for analysis. No event history related to the current complaint. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional testing was performed. Visual inspection found ripped downstream occlusion (dso) seal. Dso seal was replaced. Device passed testing post repair.

Event description:
It was reported that the pump downstream occlusion (dso) seal was delaminated. Investigation results found that the pump had a ripped downstream occlusion (dso) seal. This could cause interruption of therapy. The file is reportable based off the investigation findings.